Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspections noted that the valve seal was cut. The balloon, lock collar and doors appeared intact. The obturator and inflation bulb were received. The inflation syringe was received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the cut valve seal may occur when mishandled during clinical application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia procedure, the valve seal of the device was damaged and air kept leaking out. Another device was used to complete the case. There was no patient injury.